Event description:
The lay user/ patient contacted lifescan (lfs) alleging that the product display issue of damaged display was unresolved with troubleshooting. There were no allegations of harm or injury.